Manufacturer narrative:
The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "seroma" and "bia-alcl was suspected via MRI" (histopathological markers not reported). Implanting institution: lavian plastic surgery.

Event description:
Patient reported "seroma", and "bia-alcl was suspected via MRI" against an unspecified side. Histopathological markers confirming alcl have not been received. The device remains implanted.

Event description:
Previous medwatch submission reported "bia-alcl was suspected via MRI". No diagnostic procedure that could make a diagnosis of lymphoma has been performed. Upon further review by abbvie medical safety this report is insufficient information and is not reportable.

Manufacturer narrative:
Previous medwatch submission reported "bia-alcl was suspected via MRI". Upon further review by abbvie medical safety this report is insufficient information and is not reportable.